Manufacturer narrative:
Concomitant medical products: 5076 lead; 4194 lead, implanted: (B)(6) 2009, product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the routine device replacement procedure, the patient experienced bradycardia when the right ventricular (rv) lead was connected to the new cardiac resynchronization therapy pacemaker (crt-p) device while the device was outside of the pocket. An open load was measured while lead monitor bipolar was turned on causing appropriate polarity switch to unipolar; resulting in no pacing upon connection. Possible artifact sensed on the rv lead caused pacing inhibition. The lead remains in use. No further patient complications have been reported as a result of this event.